Event description:
Account reported they typed in the incorrect pt sample location due to the keys on the instrument keyboard sticking. The incorrect identification did not cause incorrect pt treatment. The device was repaired by replacing the keyboard.